Event description:
The reporter indicated that the device will not communicate. Presenting rhythm was sinus rhythm at a rate of 40 bpm. Magnet application produces wi at 76 ppm. The patient has been checked in the doctor's office, about every two months, with the magnet only. The device will be replaced.